Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. There was a gap between the patient adaptor and titanium adaptor during visual inspection. The dimension of the returned product was measured and found that the actual dimension was out of specification. The leak test was performed, but no problem was found. The problem was confirmed and the root cause of the reported problem was manufacturing machine issue.

Event description:
It was reported to baxter japan that the titanium adapter could not be connected to the patient connector completely. There was no patient injury or medical intervention. There was patient involvement.